Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle through the catheter while introducing catheter. The following information was provided by the initial reporter, translated from french to english: catheter difficult to assemble, painful for the patient with the needle that pierced the bent catheter.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2335756, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a 20 gauge insyte autoguard blood control IV catheter and needle. The catheter was partially removed from the needle and what appeared to be blood residue was identified within the catheter tubing and catheter adapter. It appeared that the catheter tubing was kinked near the midpoint with the needle being removed from the kinked area of the catheter. Therefore, based off the provided photo the engineer was able to verify the reported defect of kinked catheter and difficult penetration due to the observed bend. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1911916-2022-00345 was sent in error. Needle insertion painful, catheter kinking / bent during insertion is not considered to be a reportable malfunction. MFR#: 1911916-2022-00345 is void as a result.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle through the catheter while introducing catheter. The following information was provided by the initial reporter, translated from french to english: catheter difficult to assemble, painful for the patient with the needle that pierced the bent catheter.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle through the catheter while introducing catheter. The following information was provided by the initial reporter, translated from french to english: catheter difficult to assemble, painful for the patient with the needle that pierced the bent catheter.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.